Event description:
It was reported that following a car accident in (B) (6) 2008 "the pump was pumping correctly but not delivering medication correctly"; no additional info was provided. The pump was turned off in (B) (6) 2008. The pt wanted the devices removed. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).